Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported that there was an alarm 22 despite that there was nothing pressing on the wake button. Customer cleared the alarm to address the issue. Furthermore, it was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. Customer¿s blood glucose level was 51 mg/dl. Customer consumed juice to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.